Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report, the patient has recovered from the event. On an unknown date, the patient was discharged from the hospital. On an unreported date, pd therapy was stopped and the pd catheter was removed. No additional information is available.